Event description:
On 31st october 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation a crack in the lens optic was observed necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation a crack was observed in the lens optic. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone aspheric rao600c 065273266 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 065273266. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were fully closed, and that the plunger was fully retracted. Viscoelastic residue was observed in the nozzle. The injector was disassembled and the injector parts were inspected under 10x magnification. The plunger tip was identified to be very bent. Half a lens was returned for inspection. The lens has been cut, likely to aid explantation and its incomplete condition means that the verbatim report of a cracked lens optic cannot be verified. To facilitate further testing of the injector, the injector was re-assembled with a new plunger. 1x rayone aspheric rao600c from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test has revealed irregularity in the injector nozzle coating. The irregularity in the nozzle coating may be an artefact of the initial injection and the force of expelling the lens exacerbated by the second test injection performed during product evaluation. Product inspection could not verify the event as reported, as an incomplete iol was returned and its condition prohibited the identification of any crack. Product return inspection and testing completed found no fault of the rayone injector. Testing confirms that the rayone injector performs as intended/per design.

Event description:
On 31st october 2025, rayner received notification from its taiwna distirbutor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation a crack in the lens optic was observed necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation a crack was observed in the lens optic. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone aspheric rao600c 065273266 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 065273266. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the event.